Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Visual inspection was performed via naked eye, it identify a 2mm cut on tubing near the molded y site. During functional testing, a leak was observed at the cut tubing location and was not observed at any other part of the device. The reported condition was verified, though no cause could not be determine with the provided information. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked from the wall of the air chamber. This occurred during priming. There was no patient involvement. No additional information is available.